Event description:
While a pt was being transferred from his bed to a wheelchair with a ceiling lift , after he had been lifted for 2 or 3 inches, the caregivers heard popping or snapping sounds. Caregivers lowered and removed sling from pt and used another sling. No fall occurred and no injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the MFR bhm medical, inc (registration#(B)(4)). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. The info contained in this initial report is based upon the info provided to the MFR. Additional info will be provided following the conclusion of the MFR's investigation.